Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The defect reported by the customer has been verified and repaired. The complaint is confirmed. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed as per the service report. Motor does not turn: motor replaced. Short circuit in the motor cable - motor cable replaced. Keyboard pcb corroded, hand control set replaced. "Micro": preventive replacement of o-rings performed acc. To service manual. "Micro": upgrade "1.25" performed. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test acc. To iec 60601-1 completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11-08-2017 and passed all functional testing before being returned to the customer. No further investigation is required. As per the input check report,the keypad pcb is corroded. Hence corrosion is the root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the micro tornado handpiece with hand controls needs service. The device does not turn as the motor is jammed, please carry out upgrade 1.25. There was patient involvement but no impact on the patient. The issue was found post-operative. The procedure has been completed with no surgical delay. A replacement device was used to complete the procedure. This is report 1 of 1 for (B)(4).